Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding to touch. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not responding to touch. The customer was unable to silence an alarm. The customer requested the part number of the touchscreen to order and replace. The remote service engineer (rse) provided the customer with the part number of the touchscreen. Device evaluation and repair are pending.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the customer was unable to silence the alarms. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the customer was unable to silence the alarms. It was initially reported the customer was unable to use the touchscreen but further troubleshooting performed by the customer confirmed that the customer was unable to silence an alarm. The customer requested the part number of the speaker assembly to order and replace. Per good faith effort (gfe) response from the customer, the customer plans to replace the unit as a whole and removed the unit from service until the decision will be made by management. The customer states this case can be closed. This case will be reopened once more information is acquired or provided. The customer plans to replace the unit as a whole and removed the unit from service until the decision will be made by management. The customer states this case can be closed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.